Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power issue, no power with moisture behind the display. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of complaint has been corrected from 07/31/2018 to 07/21/2016.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigated on 08/22/2017 with the following findings: the battery cap and battery compartment are intact and without damage. The battery cap fit on the pump properly. There was moisture noted behind the display lens. Leaking testing failed due to moisture ingress at the site of a battery case crack. The pump was completely unresponsive and not able to be powered on for testing. The pump was opened for investigation and revealed moisture corrosion inside the pump on the continuous glucose monitor module and the power printed circuit board. Investigation confirmed/duplicated the complaint.